Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As the defective sample was not returned and its usage conditions are unknown, relevant testing could not be conducted, so the root cause of the complaint defect cannot be determined. This complaint is an isolated case, and the plant will continue to track this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npv - needle broken. On (B)(6) 2025, at 9:00 am, while performing an IV cannulation with an indwelling needle, the nurse encountered a fracture at the fin-shaped needle hub during needle withdrawal, rendering the front needle segment inextricable. The needle was immediately removed, and the IV cannulation was performed again after replacing the indwelling needle.